Event description:
It was reported that a patient complained of increased back pain in (B)(6) 2015. A cap (catheter access port) dye study was done and MRI (magnetic resonance imaging) was planned to rule out catheter issue and/or granuloma. The cap dye study showed a possible migration to the epidural space, which was yet to be confirmed with the radiologist. There had been no volume discrepancy at a (B)(6) 2015 refill and there were no pump alarms. The patient had no neurological deficits. The pump was used to infuse hydromorphone. No intervention or outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).